Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 60 mg/dl. Prior to the hospitalization, the customer's blood glucose was 165 mg/dl, and 20 minutes later it was down to 60 mg/dl. The customer stated that she decreased her basal rates at that time. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Found that the customer has been removing and re-inserting the reservoir without first disconnecting from the infusion set. Advised the customer to always disconnect from the infusion set when removing the reservoir. The insulin pump passed the displacement test. However, the customer requested a replacement insulin pump. Nothing further was reported.